Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the field service notes indicates that the field service engineer (fse) replaced the db9-db9 cable between the surgeon console data computer (scdc) and the 3d monitor. Following replacement of the communication cable and completion of all verification tests, the system operated normally and met all functional and safety requirements. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic rectopexy procedure, while preparing for use, the surgeon console(sc) was briefly connected to a simulator for an exercise, calibrated successfully, and was working correctly. After the simulator exercise, the sc was connected to the tower to start surgery while the simulator usb-b video cable was left connected, and the sc calibrated successfully but then triggered a non-recoverable error. The sc was turned off, the simulator usb-b video cable was unplugged, and the sc was restarted; however, it did not work. The surgeon interactive display(sid) showed the logo and then went black, and the sc 3d display remained stuck on the logo. Multiple restarts were attempted without resolving the issue, and remote support was contacted. Cable connections were checked, including confirmation that the green data cable between the sc and tower was well connected and showed no signs of damage, and the cable on the back of the head tracker module was confirmed to be well fixed; additional troubleshooting included a full system restart using the tower uninterrupted power source (ups), powering off the sc, unplugging the power cable, waiting, restarting, leaving the sc on to see if startup would complete, restarting the sc while connected to the simulator, retrieving logs, and restarting the system using the tower input/output(I/o) button, but the sc continued to show the error and still did not start up. It was also reported that the sc would not shut down with the system and required shutdown using its own power switch, and that the surgeon console was not recognized when in maintenance mode. The procedure was converted to a traditional laparoscopi cprocedure. The procedure was delayed by an hour.